Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant the helix in the right ventricular (rv) lead would not extend. A new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.